Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During introduction of a 3.00x28mm promus element ¿ drug-eluting stent into the guiding catheter, the stent dislodged from the stent delivery balloon in the y connector before entering the patient's body. Subsequently, the physician removed the y connector with the dislodged stent, took another y connector, and completed the procedure with a different stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was returned detached from sds and stuck in a haemostatic valve. The mid-section of the stent received minor damages and the distal and proximal ends of the stent were severely damaged. A review of the manufacturing data for the stent profile was performed. The promus manufacturing process has controls in place to confirm stent securement prior to shipping. The maximum crimped stent profile measurement was reviewed and was within the specification. The crimp data verifies that the crimp force and crimp temperature were within specifications and no scraps were recorded for this batch. Stent detachment most likely occurred due to interaction with the guide catheter inside the haemostatic valve. The tip was visually and microscopically examined and no damages were noted. The balloon cones were reviewed and it appeared as if the balloon was partially inflated as stent opening was evident at the distal end of the balloon. Crimp stent markings were visible on the balloon body which is an indication then the stent was crimped on the balloon prior stent detachment. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found that the shaft polymer extrusion damaged and bunched in several locations across the length of the shaft and multiple kinks along the mid-shaft were also noted. The types of damages noted are consistent with excessive force being applied to the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. Bsc ID: (B)(4).

Event description:
It was reported that stent dislodgement occurred. During introduction of a 3.00x28mm promus element drug-eluting stent into the guiding catheter, the stent dislodged from the stent delivery balloon in the y connector before entering the patient's body. Subsequently, the physician removed the y connector with the dislodged stent, took another y connector, and completed the procedure with a different stent. No patient complications were reported and the patient's status was stable.